Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No blank display noted during testing. Insulin pump also received with cracked case behind the insulin pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and insulin pump went blank. Customer¿s blood glucose was 318mg/dl. Customer stated that insulin pump will not come back on after removing battery and customer tried to replace battery but there was no response. Customer mentioned that side of insulin pump had crack. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.